Event description:
It was reported by customer biomed, outside of therapeutic use, the device had an unspecified nav-ring failure. Investigation is ongoing.

Manufacturer narrative:
After further investigation, it was determined this event was an information request only. The remote service engineer confirmed no allegation of failure was made in regards to the nav-ring. The customer made inquiry regarding the status of a field change order (fco86600057). The rse provided the customer with the information as requested. The corrective action does not include the units in canada.